Event description:
An event was reported under the indicate (B)(4) clinical study and classified as inappropriate device detection, oversensing due to ventricular lead noise, t wave oversensing, and far field r-wave (ffrw) oversensing on the atrial lead. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2004; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).